Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B) (4) no anomalies found.

Event description:
It was reported during the procedure that the tip of the wrench could not be inserted into the set screw, the fixation of the setscrew was not possible. A new pacemaker was implanted. No patient complications resulted from this issue.